Event description:
The haptic was found to be bent after the lens was inserted in the pt's eye. The incision was enlarged to remove and replace the lens. Suture was used to close.

Manufacturer narrative:
See MDR 1920664-2009-00373 for the intraocular lens used with this delivery device.